Manufacturer narrative:
Initial reporter: email - (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted

Event description:
Healthcare professional reported left side "deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening on posterior assessed as surgical damage and observed one opening on valve bond edge assessed as an unidentified (tear) opening. Additional observations: white particles observed on the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.